Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to suspected right ventricular (rv) lead fracture. The rv lead exhibited noise and short v-v intervals. It was also reported that during the rv lead revision, the right atrial (ra) and left ventricular (lv) leads became dislodged. The ra lead exhibited artifacts when reconnected to the device. All three leads were explanted and replaced. No further patient complications have been reported as a result of this event.